Manufacturer narrative:
The customer's report was verified and attributed to the lithium-ion battery. The lithium-ion battery was replaced to remedy the report. The device was recertified and returned to the customer. Analysis of reports of this type has not identified an increase in trend.

Event description:
Complainant alleged that during biomed testing, the device would not power up. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
This supplemental medwatch report updates information submitted in the previous medwatch report. Adding justification per your request for the reason why d4 primary UDI was no_UDI. The device reported was manufactured and distributed for domestic sales before the enforcement date of UDI-di. This is applicable only if the device is not labeled.